Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handle was able to recognize the reload. The stapler was not able to fire and the surgeon was able to press the green button.